Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was stretched. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead was programmed to outputs of 5.0 v at 1 ms due to high thresholds. The lead was explanted and replaced as part of a change-out to an magnetic resonance imaging (MRI) conditional system. A non-boston scientific system was implanted. No adverse patient effects were reported.